Event description:
It was reported that the patient present to the in clinic where no capture was observed. High lead impedance was also noted. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
External insulation abrasions were noted at 30.5cm to 31.7cm, 43.0cm to 45.5cm, 50.0cm to 52.3cm and 51.9cm to 52.9cm from the connector pin, breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart . This is consistent with the observation from the field of no capture.